Manufacturer narrative:
The following repair diagnostic codes were identified : (1) cracked/peeling insulation at tip of shaft. (2) replaced handle. Based on the diagnostic codes, the probable root cause could be: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.